Manufacturer narrative:
The insulin pump passed functional tests. No unexpected no delivery alarm noted. The insulin pump was received with a small crack on the reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump returned a no delivery alarm during priming. Customer reported that the no delivery alarm persisted after a set change. During troubleshooting, customer received an additional no delivery alarm. Blood glucose level was 262.8 mg/dl at the time of the call. No further information was provided.